Event description:
It was reported that, "during surgery it was noticed by the surgeon that these items were previously damaged and could not be used for the surgery."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as: MFR # 2249697-2011-00540, 00541, 00542, 00543, 00544, 00546.